Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: d7a the getinge field service engineer (fse) replaced the top lcd display assembly. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) has an error code 16,37 and 53. There was no patient involvement.